Event description:
A data error alert was reported by the caller, which occurred after the pump's ship date. Although the specific blood glucose value was unknown, levels remained between 54-500mg/dl, indicating there was no adverse impact to the customer¿s blood glucose level. The technical support informed the caller that some history logs might have been erased; however, the insulin therapy remained unaffected. The customer decided to continue using the pump for insulin therapy and acknowledged the explanation provided.